Manufacturer narrative:
The reported events of high capture threshold and noise resulting in oversensing were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During a follow-up in clinic, high capture threshold and episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The rv lead was explanted. The patient was stable.